Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient is having an MRI to check lead placement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the MRI results have not been shared. Patient to have their implantable neurostimulator (ins) reprogramed.

Manufacturer narrative:
Continuation of d10: product ID 977a260. Lot#. Serial# (B)(6). Implanted: (B)(6)2025. Explanted: product type lead. Product ID 977a260. Lot#. Serial# (B)(6). Implanted: (B)(6)2025. Explanted: product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources regarding patient's implantable neurostimulator (ins). It was reported that patient had headache, nausea, heart palpitations, and diarrhea beginning on (B)(6)2025. Patient reports symptoms went away when stimulation was turned off. The issue was ongoing. Rep reported that the cause was not known. Stim has been turned off. Patient will have consult with a spine surgeon to determine if explant is the best option